Event description:
It was reported that during a pci / stenting treatment procedure, the maverick2 monorail 9x3 balloon would not deflate after the first inflation to eights atms. The pt remained asymptomatic during this event. The lesion being treated was in the left circumflex coronary artery. The physician used a 6f introducer sheath for vascular access, an acs guide catheter and a 6f cordis guide wire to cross the lesion. The maverick2 monorail balloon was being used to pre-dilate the lesion for placement of a stent. Attempts to deflate the maverick2 monorail balloon by indeflation and vacuum were unsuccessful, and it remained inflated for approx 30 seconds. The maverick2 monorail balloon was still inflated when removed from the pt. Another balloon of the same type was used to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'fine'.